Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a 45-day routine follow up transesophageal echocardiography (tee) and imaging showed a tiny leak and a device related thrombus on the face of the closure device. The patient was told to continue on anticoagulation medication (eliquis) and a repeat tee will be completed in ninety (90) days.